Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Hcp reported stim turning on/off by itself today when patient in the office. A week later, rep provided that patient had great symptoms control for about a year after implant. Since that time patient has had an intermittent returned of symptoms. Patient stated she thinks her implant turns off on its own on regular basis. It was indicated that when patient felt stim, it was a "steady" rather than pulsing stim that she felt during the first year. Patient had tried all 7 standard programs in the time since implant. The stim from each program now felt steady rather than pulsing. It was also reported that on multiple occasions, clinic staff had confirmed that her implant was turned off when she came to the clinic. On friday (B)(6), patient was asked to walk staff through the typical steps she takes to turn on her patient programmer, make adjustments, and then turn off her patient programmer. It appears she does these steps correctly and is aware of what the blue on/off buttons on the side of the remote are for and to not press them when making adjustments. When the physician programmer was used to interrogate her implant, her implant was already on. The patient stated that she checked it at 7:30 that morning, it was off, and that she turned it on at that time. Her usage log showed (B)(6) usage since the last session on (B)(6) 2016. It also showed (B)(6) usage on p1 (group 2 program 1), (B)(6) on p2 (group 2 program 2), (B)(6) on p3 (group 3 program 3), and (B)(6) on p4 (group 1 program 4). Patient has had a lateral and ap sacral x-ray and the current lead position was comparable to the position when it was implanted. An impedance test was performed at 1.0 amps and got >4k on 0/1, 0/2, 0/3. It was re-run at 2.0 amps and all values were within normal range. Rep stated in order to get her back to feeling a pulsing sensation, her pulse rate was adjusted from 14 hz to 11 hz on all of her existing programs. Her programmer was set at 4.2 amps on p1, 4.6 amps on p2, 4.0 amps on p3, and 4.5 amps on p4. She felt all 4 programs vaginally, with a pulsating sensation on all 4. Program 2 was the active program. Patient was instructed to not even touch her patient programmer for 1 week and to return to the clinic at that time to assess symptom improvement and see if the implant is off. Hcp mentioned to the patient that a full replacement may be a possible course of action, should these additional programming changes not prove helpful. Rep stated he witnessed no direct evidence of the implant turning off on its own while he was present and hcp had also not personally witnessed this happening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.